Manufacturer narrative:
Follow-up #1 date of submission 09/15/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2016 with the following findings: a visual inspection of the pump showed that the keypad cover was undamaged. During testing, all the keypad buttons responded properly. The keypad cover was opened and no contamination was found. Evidence of moisture damage was observed on the display flex connector, pcb, and keypad flex connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.